Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) with no further reported issues. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient experienced nasal bleeding and was hospitalized. Nasal tamponade was performed on (B)(6) 2018. After 24 hours of surveillance with hourly ointment care no further bleeding was seen and the event was considered resolved on (B)(6) 2018.